Event description:
Pt reported that the meter gave a temperature low message. The pt's room was about 74 degrees and the meter kept saying low--. This issue was not resolved with troubleshooting. Pt did not have any symptoms. Pt had also performed a precision test with results of 49mg/dl and 179mg/dl performed withi 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The control solution test passed on the meter. There was no medical intervention or treatment given. No further info has been reported.